Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent loss of left ventricular (lv) capture. Programming changes were performed to resolve the issue. There were no patient consequences reported.